Event description:
Litigation alleges that patients implant has released metal ions and particles into patients system, causing severe pain, discomfort, and inflammation in thigh and groin, as well as a popping and snapping sensation in the hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Update - (B)(4) 2012 - pfs received. Part/lot information was identified. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegations. Added account name, revision surgeon and expiration date of head and liner. Added stem due to the alleged elevated metal ions and added cup and screw due to its revision. Corrected the manufactured date of head and liner. Doi: (B)(6) 2009 - dor: (B)(6) 2009 (right hip).